Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine generator replacement. It was noted that the right ventricular lead had a defibrillation impedance greater than the upper limit. The lead was capped (B)(6) 2019 and replaced. There were no patient consequences.